Manufacturer narrative:
Additional information was received on november 9, 2021. Explant is scheduled for (B)(6), 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2022. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 275cc returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a 250cc mentor memorygel breast implant (right) and a 275cc mentor memorygel breast implant (left) experienced right sided rupture and several unexplained systemic symptoms post procedure. Joint pain, swelling, fainting, difficulty concentrating, an abnormal gynecologist visit, and hand tremors were noted. The rupture was diagnosed through mammography. The root cause of the patient¿s other symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-12205 for contralateral prosthesis report.